Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote transmissions were not available for viewing due to the implant detection feature of the cardiac resynchronization therapy pacemaker (crt-p) not having completed. The patient was brought in for an interrogation to complete the process and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.